Event description:
Additional information was received from the reporting neurosurgeon which revealed that the patient had a medical history of sleep apnea prior to vns implant. There is no relationship between the sleep apnea and vns, per the physician. The event is not associated with stimulation. No causal or contributory programming or medication changes precede the onset of the sleep apnea.

Manufacturer narrative:
Age at time of event, corrected data: with the additional information received, the patient's age was inadvertently reported incorrectly on the initial report. Date of event, corrected data: with the additional information received, the date of event was inadvertently reported incorrectly on the initial report.

Event description:
Clinic notes dated (B)(6) 2012, noted that the patient has a past medical history of sleep apnea. It is unknown if the sleep apnea occurred prior to being implanted with the vns system. Attempts to obtain additional information have been unsuccessful to date.